Event description:
It was reported that a button alarm occurred, but no notable events occurred leading up to the alarm. Reportedly, the customer was not laying on the pump and there was nothing pressing on the wake button. It was also reported that the contact was unable to navigate through pump which had an affect on insulin delivery. Customer's blood glucose was 150 mg/dl.